Event description:
It was reported that during unpackaging and preparation of the 4.0 x 33 rx multi-link 8 stent system, the stent dislodged when the protective sheath was removed. There was no resistance removing the protective sheath and no force was applied while removing the sheath. The stent system was not used and there was no patient involvement. A non-abbott stent system was used successfully in the procedure. There was no reported clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.